Event description:
An ipp device was implanted, date not provided. The entire device was removed from the pt on 6/11/97 due to fluid loss-broken tubing at cylinder connection. An ambicor device was implanted.